Event description:
It was reported that the customer was hospitalized for low bgs. The customer was vomiting and had abdominal pain and renal failure. It was indicated that the cause of low bgs is change in dialysis. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Suggested that the customer call their doctor to discuss possible causes of low bgs. Later, the nurse called back for assistance with basal rates.